Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations had no reported issue to confirm/replicate. The instrument had a dislodged set screw within the grip ring. A loose set screw can cause the grip ring to become dislodged, which can lead to a failure with grip functionality. Additionally, the instrument was found to have a dislodged grip ring at the proximal end in the housing. A dislodged grip ring can cause the instruments grips to not open and close properly. The instruments grips opened intermittently when the input disks and grip open lever was manually articulated. The probable root cause of the instrument's jaws failed to open was a result of a dislodged grip ring screw that caused a dislodged grip ring.

Event description:
The vessel sealer extend (vse) instrument was returned. The arm would not function. The customer opened another and it worked so they believed it was not the cord.